Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that he has received multiple no delivery alarms. Customer has changed the infusion set and reservoir and reservoir and the alarm is recurring. Customer stated that cannulas have been straight. He has not tried different cannula lengths, insulin is not expired or denatured, he does rotate sites and avoids scar tissue and uses the serter. Customer did not feel save using the insulin pump and requested a replacement. Blood glucose value is 270 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.